Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 22, 2020.

Manufacturer narrative:
This report is submitted on april 16, 2020.

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use leading to performance decrement. Subsequently the patient experienced loss of connection to the internal device. The device was explanted on (B)(6) 2016 and the patient was reimplanted with a new device during the same surgery.